Event description:
It was reported that the patient had an infection. The patient also experienced pain and increased spasticity in the right leg. It was later reported that the patient experienced approx 90% relief of spasticity since implant. Her upper leg was less spastic than the lower. The hcp did not question pump performance. The patient experienced breakdown of the pocket; it was suspected that the anchoring sutures had broken. The pump was sticking out "somewhat sideways". The patient has scoliosis and she had less room on her right abdomen than her left (the side she leans toward due to her scoliosis). The patient underwent surgical revision in 2009. The hcp reimplanted the same pump on the left side of her abdomen and used a pouch to further anchor the pump.

Manufacturer narrative:
.